Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an error alarm that he could not clear. Blood glucose level at the time of the incident was 105 mg/dl. Customer stated that the error occurred during bolus. Troubleshooting could not be performed due to the insulin pump's error. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a pump error 38 during rewind due to a corroded motor home switch. The pump passed the self-test, sleep current measurement, and active current measurements. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, or verify prime/fill and history anomalies due to the pump error 38. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.